Event description:
The pt obtained a blood glucose result of 526mg/dl while testing their blood on the suspect device. Pt then doubled their medication. Pt became sick and went to the hosp. At the hosp their glucose level was 46mg/dl. Pt was treated with an IV and drank orange juice. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.